Event description:
It was reported that on (B)(6) 2020 between 5:00pm and 10:00pm, the large volume pump completed the continuous norepinephrine infusion and was not re-started by the clinician, causing an unspecified delay in medication delivery. The patient became hypotensive and experienced cardiac arrest due to the infusion delay, which was treated with IV push epinephrine and sodium bicarbonate. These interventions achieved return of spontaneous circulation (rosc), and the patient survived the event. He had a second non-device related event the following day with rosc after 2 minutes of CPR. The following day on (B)(6) 2020, the family requested comfort measures only for the patient, and he expired. It is unknown whether the pump failed to alarm upon completion, or if it alarmed appropriately and was silenced, or more volume to be infused was added by a clinician. The customer requested a log review analysis to determine if the pump alarmed appropriately to alert at the end of the infusion, and if the alarm silence key or vtbi key was activated. The customer stated, "we do not think there was a pump failure." The customer also requested clarification regarding if the device was involved in the alaris recall.

Manufacturer narrative:
The reported incident that the large volume pump completed the continuous norepinephrine infusion and was not re-started by the clinician could not be confirmed in this investigation. The inspection process could not performed on the source pump module since the device was not returned for investigation. Log review of events during the reported date and approximate time frame shows three instances of infusions completing, resulting in a kvo alert, then the user reprogramming the vtbi to continue the infusion. Upon the second kvo alert six minutes had elapsed before the infusion was restarted with a new vtbi; however the cause for the delay could not be ascertained from the log. Laboratory testing performed with pcu sent by customer and a lab pump module resulted in kvo alert starting after test infusion completed as expected. The internal inspection performed on the pcu found no irregularities. The device was being used for patient treatment. The root cause of the reported incident that the large volume pump completed the continuous norepinephrine infusion and was not re-started by the clinician, causing an unspecified delay in medication delivery, could not be determined in this investigation. Log review shows that after the second kvo alert, six minutes elapsed before the user reprogrammed the vtbi in order to restart the infusion; however, cause for the delay could not be identified from the log. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 27feb2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 17aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Event description:
It was reported that on (B)(6) 2020 between 5:00pm and 10:00pm, the large volume pump completed the continuous norepinephrine infusion and was not re-started by the clinician, causing an unspecified delay in medication delivery. The patient became hypotensive and experienced cardiac arrest due to the infusion delay, which was treated with IV push epinephrine and sodium bicarbonate. These interventions achieved return of spontaneous circulation (rosc), and the patient survived the event. He had a second non-device related event the following day with rosc after 2 minutes of CPR. The following day on (B)(6) 2020, the family requested comfort measures only for the patient, and he expired. It is unknown whether the pump failed to alarm upon completion, or if it alarmed appropriately and was silenced, or more volume to be infused was added by a clinician. The customer requested a log review analysis to determine if the pump alarmed appropriately to alert at the end of the infusion, and if the alarm silence key or vtbi key was activated. The customer stated, "we do not think there was a pump failure." The customer also requested clarification regarding if the device was involved in the alaris recall.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient diagnosis and medical history: heart failure, copd, alcoholic cirrhosis, hypertension, tracheostomy and ventilator dependent from a long-term care facility. Aspiration, respiratory failure, sepsis and multi-organ failure. On admission family was included in discussion regarding the possibility he would was critically ill and at high risk to not survive.

Event description:
It was reported that on (B)(6) 2020 between 5:00pm and 10:00pm, the large volume pump completed the continuous norepinephrine infusion and was not re-started by the clinician, causing an unspecified delay in medication delivery. The patient became hypotensive and experienced cardiac arrest due to the infusion delay, which was treated with IV push epinephrine and sodium bicarbonate. These interventions achieved return of spontaneous circulation (rosc), and the patient survived the event. He had a second non-device related event the following day with rosc after 2 minutes of CPR. The following day on (B)(6) 2020, the family requested comfort measures only for the patient, and he expired. It is unknown whether the pump failed to alarm upon completion, or if it alarmed appropriately and was silenced, or more volume to be infused was added by a clinician. The customer requested a log review analysis to determine if the pump alarmed appropriately to alert at the end of the infusion, and if the alarm silence key or vtbi key was activated. The customer stated, "we do not think there was a pump failure." The customer also requested clarification regarding if the device was involved in the alaris recall.